Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device stopped insulin delivery at the same position of the piston rod. The infusion device will beep and vibrate. The patient could not provide if the error code was visible on the display.